Event description:
The patient's spouse reported there was "fungus on the leads." Additional information revealed the patient had bacteremia with "possible lead related endocarditis." The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.